Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the ventricular lead exhibited intermittent undersensing on a transtelephonic monitoring check. The lead also exhibited a low bipolar sensing threshold of 2.0 mv. It was noted that the patient had a history of asystole.